Event description:
The patient was a (B)(6) male. The target lesion was located in the proximal left circumflex. The lesion was de-novo, moderately calcified and highly tortuous. There was 90% stenosis. Pre-dilation was not conducted and a cypher select+ (2.5/28mm: complaint product) was directly delivered to the target lesion, but it would not cross the flexion at the target lesion. There was strong friction and so the physician pushed and pulled the cypher select+ several times to deliver it, but it would not cross the lesion. Therefore, the cypher select+ was retrieved from the patient and pre-dilation was conducted with a balloon (I-bp22: 2.5/10mm) at 14atm. When the physician was about to re-deliver the cypher select+, the distal edge of the stent was confirmed to be flared. Therefore, a new cypher select+ (same size) was delivered to the target lesion with slight friction and was implanted at the target lesion instead. Post-dilation was conducted and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This device cjb (B)(4) is distributed outside the united states ; however it is similar to the united states product cxs (B)(4). Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The patient was a (B)(6) male. The target lesion was in the circumflex artery ((B)(4)). The lesion was a de-novo, moderately calcified and highly tortuous. There was 90% stenosis. Pre-dilation was not conducted and cypher select+ (2.5/28 mm: complaint product) was directly delivered to the target lesion, but it would not cross the flexion at the target lesion. There was strong friction and so the physician pushed and pulled the cypher select+ several times to deliver it, but it would not cross the lesion. Therefore, the cypher select+ was retrieved from the patient and pre-dilation was conducted with a bc ((B)(4): 2.5/10 mm) at 14 atm. When the physician was about to re-deliver the cypher select+, the distal edge of the stent was confirmed to be flared. Therefore, a new cypher select+ (same size) was delivered to the target lesion with slight friction and was implanted at the target lesion instead. Post-dilation was conducted and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The (B)(4) IFU warns that prior to stent placements, make certain to carry out pre-dilatation of the lesion. The IFU indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. The uplifted struts may be attributed to the operator's multiple attempts to cross a moderately calcified and highly tortuous lesion that was not pre-dilated. Based on the information available there are possible vessel characteristics and procedural factors that may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.